Event description:
It was reported that the lead was "broken". The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. Analysis revealed that the distal conductor was fractured. It was noted that the outer tubing was kinked/buckled, the outer tubing overlay cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.